Manufacturer narrative:
Results: the podj pusher assembly was kinked along its length. The embolization coil was intact with its pusher assembly. There were offset coil winds along the length of the embolization coil. Conclusions: evaluation of the returned podj revealed offset coil winds along the length of the embolization coil and several pusher assembly kinks. These offset coil winds are likely a result of forcefully advancing the embolization coil against resistance. Further evaluation revealed several kinks along the pusher assembly. These kinks were likely a result of packaging for return to penumbra. Due to the number of kinks received on the podj, the device could not be functionally tested for tracking through a parent catheter and the root cause of the resistance could not be determined. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the internal iliac artery (iia) using pod packing coils (podjs). During the procedure, the physician successfully deployed and detached a pod5 in the target location using a non-penumbra microcatheter. The physician was then unable to advance a podj to the distal tip of the microcatheter and the podj became stuck; therefore, it was removed. The physician then decided that the existing coil mass was sufficient, and the procedure ended at this point. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Please note that the following were incorrectly reported on the initial MFR report and are being corrected on this follow-up #01 MFR report: 3005168196-2018-00254. Age at time of event; device manufacture date.